Event description:
. It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited high, out-of-range right ventricular (rv) pacing lead impedance measurements measuring, greater than 3,000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there was observations of lead noise that was being oversensed which resulted in the patient experiencing 3-6 seconds of asystole. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range right ventricular (rv) pacing lead impedance measurements measuring, greater than 3,000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there was observations of lead noise that was being oversensed which resulted in the patient experiencing 3-6 seconds of asystole. At this time, the system remains in service. No adverse patient effects were reported. Additional information was received, right ventricular (rv) lead left unipolar sensing and pacing and sensitivity was increased.